Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. The calibration results were within range. It was noted the customer was only performing one level of quality control a day due to low sample throughput. No qc data for the day of the event was provided. It was noted the sample was not mixed and the customer was not following the tube manufacturer's centrifugation recommendations. Performance checks after the event were within specification.

Event description:
The customer alleged they received questionable human chorionic gonadotropin, stat (hcg) results on their e411 analyzer. The customer stated they had hcg patient results that were not reproducible. The customer realized they had an issue the next day and repeated all the hcg samples tested the day of the event. The customer stated one patient sample was not reproducible; the other samples were all reproducible. The customer stated when the samples were repeated there were no clots, hemolysis, or bubbles. The samples were repeated in sample cups. The customer provided data for three patients, one of which had a discrepant result. The patient's initial hcg result was 1.05 miu/ml accompanied by a data flag and it was reported outside the laboratory. On (B)(6) 2014, the sample was repeated and the result was 10000 miu/ml accompanied by a data flag. The sample was then diluted 1:100 and the result was 27537 miu/ml accompanied by a data flag. There were no adverse events. The hcg reagent lot number was 173269. The expiration date was requested but not provided. The customer performed a precision check with reproducible results.

Manufacturer narrative:
This event occurred in (B)(6).